Event description:
The customer reported the vertical column was not functional nor was the monitor. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply fuse was replaced. Repairs on the monitor if any, were not disclosed. The system was then found to be operating as intended.